Event description:
It was reported while using bd facs¿ sample prep assistant iii the instrument takes too little of a sample, therefore erroneous results can occur. There was no report of patient impact. The following information was provided by the initial reporter: the customer reports an ongoing, very infrequent issue with the instrument where no / too little sample is taken. The customer has a procedure in place to double-check the results from the instrument before reporting them. Filter is cleaned every morning, and the probe is replaced every 1000 tests (instead of every 2000). Although the customer has a method in place to double-check the results of the instrument (with a separate haematology lymph count), there is the possibility of the generation of erroneous results.

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is limited to part: 647205 spaii and serial number: (B)(6) problem statement: customer reported: spa has a intermittent pipetting error manufacturing defect trend: there are 0 qns related to the reported issue. Date range (date of incident to 12 months back) from 22mar2020 to date 22mar2021 (rolling 12 months) complaint trend: this is the only complaint related to the reported complaint. Date range (date of incident to 12 months back) from 22mar2020 to date 22mar2021 (rolling 12 months) investigation result / analysis: per fse report: the customer reports an ongoing, very infrequent issue with the instrument where no / too little sample is taken. The customer has a procedure in place to double check the results from the instrument before reporting them. Primed system, performed accuracy and precision testing, obtain mean value of 51.0mg (range is 48.5-51.6) %cv =1.11 passing range is <=3%, no issue error. No fault found. Service max review: review of related work order #(B)(4) install date: 21nov2017 defective part number: there were no defective parts. Work order notes: subject / reported: intermittent pipetting error problem description: cannot be determined cause: undetermined work performed: run a&p. Verify system is performing per spec solution: no problem found returned sample evaluation: there were no defective parts manufacturing device history record (DHR) review: review of the DHR for part number: 647205 and serial number: (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. Risk analysis: risk management file part #100245ra, revision 02 was reviewed. Hazard(s) identified? Yes no.hazard ID: 3.1.42 _ hazard: inaccurate dispense severity: 2 probability: 1 risk index: 2 implementation: bd facs sample prep user¿s guide__ risk control: alarp mitigation(s) sufficient yes no root cause: based on the investigation results and the fse¿s report the root cause was undetermined conclusion: based on the investigation results and the fse¿s report the complaint was unconfirmed. H3 other text : see h.10.

Manufacturer narrative:
Common device name: automated pipetting, diluting and specimen processing workstations for flow cytometric analysis. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facs¿ sample prep assistant iii the instrument takes too little of a sample, therefore erroneous results can occur. There was no report of patient impact. The following information was provided by the initial reporter: the customer reports an ongoing, very infrequent issue with the instrument where no / too little sample is taken. The customer has a procedure in place to double-check the results from the instrument before reporting them. Filter is cleaned every morning, and the probe is replaced every 1000 tests (instead of every 2000). Although the customer has a method in place to double-check the results of the instrument (with a separate haematology lymph count), there is the possibility of the generation of erroneous results.